Manufacturer narrative:
The investigation into the access site bleeding - major has been completed. The device was not returned for investigation. The root cause of the access site bleeding - major was not determined since product was not returned and there is a lack of clinical details.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient arrived in the operating room from the intensive care unit emergently for impella 5.5 insertion. After the impella was placed, the patient had access site bleeding and heparin was paused.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿